Event description:
It was reported by the customer that introducer needle in kit is peeling back on itself when inserted in pt there is resistance which is not normal. When removal, its folding back. The only injure that has happened was some increased bleeding at the insertion site. Pressure was held and hemostasis was obtained. It was reported this occurred with two devices. This report addresses both devices. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause could not be determined. Three photographs of two microintroducers were returned for evaluation. One of the returned photographs showed a microintroducer with no obvious damage. The other two photographs showed use residue on a microintroducer, and the sheath of the device was observed to have plastic deformation on the tip of the sheath and some buckling of the sheath along the shaft. However, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.